Event description:
Defective design: fire potential. The baxter sigma spectrum pump is designed in a way when liquid is spilled on it that it runs down the case and collects where the battery/wireless module connect to the pump. There is a shelf for the bottom of the battery module to fit into and when water is present it wicks up into the battery module shorting out the wireless board and or the battery. We have one that the battery housing has been melted and charred. Thanks (B)(6).